Manufacturer narrative:
Device evaluation: the actual device was returned to plant manufacturing. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The reported symptom lf10 (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test.

Event description:
A peritoneal dialysis patient reported that at the end of treatment, upon removing a cassette, a fluid leak was noted from within the cassette door. The patient stated that there were no treatment issues.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that at the end of treatment, upon removing a cassette, a fluid leak was noted from within the cassette door. The patient stated that there were no treatment issues.